Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with overheating. Cause of overheating is a corroded motor/gearbox. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The motor is corroded. The complaint was confirmed and the root cause has been determined to be corrosion of the motor. Overheating will result in increased current draw from the control unit due to friction from a worn out motor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the motor drive unit was heating. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.